Manufacturer narrative:
(B)(4) date sent to the FDA: 06/23/2016. (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempt is being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide your age, body weight and height at the time of the procedure. Can you provide a brief medical / surgical history? Was there any complication from the initial surgery? Has any medical or surgical intervention been performed for the issues you are experiencing? Results? How was the lichen sclerosis diagnosed? Have you received any medical or surgical intervention for the lichen sclerosis? Date of mesh removal? Results? If in your possession, may we have a copy of your operative report? How are you currently feeling?

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2014 and mesh was implanted. Following the procedure, the patient experienced ongoing pain, shooting pain down legs, discomfort and pain when sitting in one position for too long, always having to change positions, pain in a groin and down leg when lying on either side, one side more painful than the other, pain when lying with legs straight out, pain when bending, pain on standing after bending in lower abdomen and lower back, chronic lower back pain that was gradually getting worse to the stage where the patient would have to sit down after five minutes. The patient also developed lichen sclerosus three months after implant. Nine months after the procedure, the patient underwent a mesh removal. The patient still suffers ongoing pain in a groin and down the right outer thigh and deep pain in the inner right thigh. Additional information has been requested.